Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a cardiac tamponade requiring surgical intervention. Post-procedure, while in the recovery room, the patient decompensated and an effusion was detected. Patient was transferred to the operating room for open heart surgery to repair the left ventricular perforation. At the time of complaint report, the patient remained in the hospital in stable condition. It was noted that it is not believed that a bwi product was responsible for the for adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.